Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis found the primary finding of yaw pulley thermal damage to be related to the customer reported complaint. The instrument was found to have thermal damage located at the grip base. No conductor wire damage found and the electrical continuity test passed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument tip was arced. The procedure was completed with no reported injury.